Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the strata ii had sporadic adjustment changes. The valve was set to 2.5, then possibly readjusted itself to 0.5. The physician believes this may have caused a small subdural bleed. The patient is doing fine with minor headaches, and the valve was replaced on the date notified. Postoperatively the patient is doing great.